Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed under intracardiac echocardiography (ice) imaging guidance and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) was performed and revealed a possible device related thrombus (drt). The physicians ordered a computed tomography (CT) scan to further evaluate patient. At the time of the event, the patient was on eliquis medication.

Manufacturer narrative:
B5: information added. H6 patient code corrected from thrombosis to no clinical signs, symptoms, or conditions h6 impact code corrected from imaging required to no health consequences or impact.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed under intracardiac echocardiography (ice) imaging guidance and a 24 mm watchman flx pro closure device was implanted. At the 45-day routine follow up, a transesophageal echocardiogram (tee) was performed and revealed a possible device related thrombus (drt). The physicians ordered a computed tomography (CT) scan to further evaluate patient. At the time of the event, the patient was on eliquis medication. This event was further reviewed and was determined to have been reported in error; therefore, this event is withdrawn. It was further clarified that the patient received a computed tomography (CT) scan for the possible drt, and the CT scan was negative. There was no drt present.